Manufacturer narrative:
(B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sedi-40 esr instrument stopped working while mixing samples. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd had received the instrument and performed an evaluation and repair. Although the cause of the malfunction was identified as the mixer was not functioning correctly, the reason as to why the holder was broken could not be established. The customer was provided with a replacement as part of the warranty service. Based on evaluation of the instrument, the customer's indicated failure mode for a broken mixer, was observed. The cause of the malfunction was identified to be that the mixer was not functioning correctly; however, the reason as to why the holder was broken could not be established. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.